Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The primary package of the device was not well-sealed. Changed a new one and completed the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4. Lot, d4. Expiration date, d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h4. Device manufacture date investigation summary ==> the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one open sample that pertain to product code 1962. During the visual inspection of the returned sample, it was observed that the foil was received opened. The seal area was examined, and it was noted a continuous and uniform seal on both sides, indicative that the foil was sealed properly during in process. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacturer? , h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions h6 component code: g07002 - no device problem found.